Manufacturer narrative:
Additional information: h6 complaint confirmed. One unpackaged ar-8655-06 was received for investigation. Upon visual, it was noted that the instrument's tip was broken off. Functional testing was not conducted due to the damage to the instrument's tip. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a microfracture of talus surgery the device broke during use. The broken off tip of the device was then removed from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-8655-06). It was not necessary to switch the surgical technique or do a second surgery.